Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. On (B)(6) 2015 the patient was administered general anesthesia to facilitate removal of the abutment. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.